Manufacturer narrative:
Information received indicated there are no samples to return for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(4). According to the information received, there was a report of a urine bag with blocked urineflow. It was reported that the tubing would not let urine collect in the bag.